Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received so no visual and functional examination cannot be performed. A review of the traceability inventory records and the device history records aren't possible because reference and lot# of implant wasn't available. From lonely information provided, based on the survey report , the review of the case and the recurrence of this type of event for this implant, the investigation found that this issue is foreseen by the IFU: it's a potential adverse event. The cause for the heterotopic ossification is undetermined. In fact, according to the product range manager and after study of recurrence of heterotopic ossification, several issue can caused this event but with this few information, the cause cannot be determined . Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. The exact root cause of this event remain undetermined. If additional informations were received that allow to draw a conclusion about this event another report will be sent. Not returned as still implanted.

Event description:
Mobi-c p&f us : heterotopic ossification- from information provided by the reporter with the information extract to the annual mobi-c enhanced surveillance survey, the surgeon reported an event of heterotopic ossification on a patient that was implanted with mobi-c in the past year. Patient diagnosis pre-implantation: cervical stenosis- no further details provided. Additional information on november, 21st, 2018: the surgeon don't remember this case and he doesn't have sufficient time to provide more details about this case. According to him, the patient is doing well and has some minimal anterior ossification.